Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed a lack of ventricular pacing output when connected to the chronic leads during a changeout procedure for the old device. Pacing was attempted in off, monitor only, and monitor and therapy modes. The markers were present, however there was no signal on the electrogram or on the external monitor. The patient was externally rescued. This occurred with both the rv and lv lead. The atrial pacing worked appropraitely. The device was removed from service and replaced with another guidant device.